Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had broken a part snapped off and the plastic and rubber seal came off from the reservoir lip ring area. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that it feels like it was locked, but customer did not know it kind of wedges in it seems to fit in the exact spot it was suppose tom lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.